Event description:
The customer reported that the advia labcell sample manager dropped three sample tubes (sids (B)(6)), causing them to spill. Samples needed to be recollected for testing. The customer stated that the three dropped sample tubes were for stat samples. Testing of the samples was delayed due to the tube contents spilling. It is unknown what tests were ordered for the patient samples. There are no known reports of patient intervention or adverse health consequences due to the dropped sample tubes.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the advia labcell and sample manager. The cse determined that the cause of the dropped tube was intermittent z axis robot motion errors. The robot head, teach points, and cables were replaced and voltages verified. This device is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The initial MDR 2432235-2014-00414 was filed on july 10, 2014. Additional information (04/05/15): in an investigation conducted by siemens healthcare, it was determined that when z-axis failures occur, the tube grippers are in a closed position. Therefore, the cause of the dropped tubes was not due to a z-axis failure. The cause of the dropped tubes is unknown.